Event description:
It was reported that one of the patient's left occipital lead had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: wide space lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 8100335. A patient experienced ineffective therapy due to high impedances was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.